Event description:
In 2015 I had allergan natrelle silicone - filled breast implants inserted into my chest cavity. The surgeon recommended this particular implant as she said they were very safe and best choice for my body. My husband and I asked many questions about these implants and she demonstrated on a sample how these were gels or "gummy". After the surgery, I started having many symptoms and illnesses. Over the next few months, I was feeling tired, sick to my stomach, back pain, all over body pain, shaky, facial twitching, hands tremoring, headaches, anxiety, depression, muscles in my body were gradually not supporting me till I became bedridden. My stomach was unable to hold food down and my weight was dropping lower and lower. I went to my primary care dr and she tested for heavy metals, hormones, mycotoxin and acid tests.